Event description:
It has been reported to us that the tip of the guide wire separated and remained inside the patient's vessel. The physician inserted the guide wire into the patient into the ostium of the right coronary artery. The physician advanced a guide catheter over the guide wire into the right coronary artery. The physician performed stenting procedure on the artery. The physician performed post-dilatation on the artery. The physician completed the procedure and attempted to remove the guide catheter and the guide wire out of the patient at the same time and felt resistance. The physician attempted to advance the guide wire forward, but was unable to move the guide wire. The physician pulled strongly on the guide wire and the tip of the guide wire separated. The physician observed on the floroscope that the tip of the guide wire became lodged inside the deployed stent. The decision was made to encase the tip of the guide wire into the artery by deploying a second stent. The deployment of the stent was successful. The patient is reported to be fine.

Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the guide wire revealed that the distal platinum spring was missing. The guide wire distal solder joint was still present. The stainless steel ribbon and platinum spring detachment occurred 2cm from the distal solder joint. The distal solder joint is intact. The corewire is present protruding from the distal bond approximately 6mm in length. Examination of the rest of the returned wire did not detect any deficiencies. A cine of the interventional procedure was returned and viewed. The review of the cine was inconclusive. The information revealed that the tip of the guide wire did become lodged inside the deployed stent; however the exact cause of the tip of the wire getting lodged in unknown. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however, the exact cause is unknown.